Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected: evaluation codes. Product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled,"ceramic-on-ceramic total hip arthroplasty: minimum of six-year follow-up study" by won-sik choy, md, kap jung kim, md, sang ki lee, md, kyoung wan bae, md, yoon sub hwang, md, and chang kyu park, md published by clinics in orthopedic surgery http://dx.doi.org/10.4055/cios.2013.5.3.174 on 26, march 2013 was reviewed for mdv reportability. The article's purpose: in the present study, we evaluated the clinical and radiologic results of ceramic-on-ceramic total hip arthroplasties with regards to wear, osteolysis, and fracture of the ceramics after a minimum follow-up of six years. The data includes 142 patients and 148 hips with procedures performed between may 2001 and october 2005 with a mean age 57.2 years old. The acetabular component is a depuy duraloc option cup in conjunction with ceramic liner and a pure alumina ceramic head. The femoral component was a sph c2 stem (lima-lto, udine, italy) was tapered, straight, rectangular, and rough-sandblasted surface in titanium alloy. This complaint captures patient 2: (B)(6) year old male who received acetabular revision 6 mos post initial implantation for acetabular loosening.